Event description:
It was reported that thrombectomy and atherectomy procedure, the catheter allegedly became entangled with the guidewire. It was further reported that not all the aspirated liquid is collected in the catheter lumen. It was further reported that the guidewire allegedly breaks and then detaches. Reportedly, the broken piece of the guidewire was removed using a catcher device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The user report and provided images contain information regarding catheter guide wire break. After review of the provided images guide wire break can be confirmed. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The guide wire and helix tend to break easily when set under stress. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation and a physical investigation was not possible. The user report and provided images contain information regarding catheter guide wire break. After review of the provided images guide wire break can be confirmed. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The guide wire and helix tend to break easily when set under stress. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure by using rotarex. During the procedure, the catheter allegedly became entangled with the guidewire. It was further reported that not all the aspirated liquid is collected in the catheter lumen. It was further reported that the guidewire allegedly breaks and then detaches. Reportedly, the broken piece of the guidewire was removed using a catcher device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thrombectomy and atherectomy procedure, the catheter allegedly became entangled with the guidewire. It was further reported that not all the aspirated liquid is collected in the catheter lumen. It was further reported that the guidewire allegedly breaks and then detaches. Reportedly, the broken piece of the guidewire was removed using a catcher device. There was no reported patient injury.